Manufacturer narrative:
(B)(4)

Event description:
It was reported that during follow-up in clinic, device reset mode was observed. Patient was asymptomatic. The device was explanted and replaced. No further information was provided.

Manufacturer narrative:
The reported field event of backup vvi (bvvi) was confirmed in the laboratory and was due to a power-on reset (por). It is believed the por was caused by an anomalous hybrid. The cause of hybrid anomaly could not be determined.